Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(6), batch: 7160439, UDI: (B)(4).

Event description:
It was reported that the patient had an early spinal cord stimulation (scs) lead pull due to severe complications. The patient began to experience weakness and pain on the left side, which was opposite to the lead placement. The patient also reported severe nausea and vomiting while the stimulator was active, along with discomfort.